Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level and insulin flow blocked alarm during basal. The customer had reported the symptoms such as stomach burning and treated with manual injections. . Customer's blood glucose value was 400 mg/dl at time of incident. Customer's current blood glucose value was over 600 mg/dl. Customer declined to troubleshoot for high readings. Troubleshooting was performed on the insulin pump. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Customer does not allege pump was under delivering. The drive support cap appears normal (slightly indented). Customer reports insulin exited at the quick release. There were no leaks but there were air bubbles in tubing. They were advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The insulin pump will not be returned for analysis.